Manufacturer narrative:
Date of event reported as (B)(6) 2018, exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2018, apatient underwent a spinal fusion surgery using a matrix system. During the procedure one (1) t25 stardrive shaft, standard, one (1) holding sleeve and one (1) t25 stardrive shaft, long were damaged due to the fact that the patient had a hard bone. The patient was not affected by the fact that the two (2) screwdrivers were stripped at the distal end tip and one (1) screwdriver sleeve distal end tip broke at one of the end ring. It is unknown if there was surgical delay. The surgery was completed using similar instruments present in the set. There was no patient consequence. This report is for one (1) t25 stardrive shaft f/matrix long. This is report 3 of 3 for complaint (B)(4).